Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer was using fiasp for insulin therapy. Customer changed infusion sets and cartridges and resumed insulin successfully. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled altitude operating range. Customer's blood glucose level was 265mg/dl. Reportedly, customer changed cartridge and resumed insulin successfully. Reportedly, customer continued to use the pump for insulin therapy.